Manufacturer narrative:
(B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported by the patient's legal counsel that the patient underwent hip surgery. Subsequently, the patient was revised due to dislocation. The acetabular component and the femoral head were exchanged. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.